Manufacturer narrative:
(B)(4). The access port connector associated with this report was not returned as the access port was not explanted and returned with the tubing piece. Based upon the model number provided by the rptr the connector type is assumed to be a taper ii. Tubing rec'd was approx 4.0 cm in length. Analysis noted a thinner surface and smooth opening at the port tubing at the stainless steel connector consistent with wear and tear. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. No add'l info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, w/o sharp turns or bends, can result in tubing breaks and leakage." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."

Event description:
A piece of tubing was rec'd at the device analysis lab with apparent wear abrasion on one edge. Pending further info from the surgeon, allergan is taking the conservative approach and reporting this as a leak. F/u findings: surgeon's nurse confirmed there was a leak of the system.